Event description:
It was reported that the customer's insulin pump had a blank display. Her blood glucose level was 352 mg/dl. She donated blood, passed out, and was feeling sick. The customer received a battery out limit, lost sensor, and sensor end alarms. She does not use the sensor feature. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.